Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The suture fell into the cavity of the patient and was retrieved. In order to resolve the issue and complete the case, a new suturing device was opened.